Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level of 29.2 mmol/l. Customer stated that they took antibiotics due to not feeling well and believes that could be the reason her blood glucose was getting high. Customer was using auto mode during the high blood glucose incident. The insulin pump will not be returned for analysis.